Manufacturer narrative:
The actual device was not available; however, photographs of the sample were provided for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. During visual inspection of the photographs, a baxter technician determined that the sponge was found completely separated from the minicap. The cause was undetermined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a photograph received from a customer, a baxter technician observed that the sponge was outside of the minicap. No additional information is available.